Manufacturer narrative:
The customer's returned meter with serial number (B)(6) was tested with retention strips and retention controls. The test strips were not returned. Control ranges: level 1: 30-60 mg/dl level 2: 261-353 mg/dl. Results: level 1: 45, 45, and 46 mg/dl. Level 2: 300, 302, and 303 mg/dl. All returned results are within the acceptable range. The log file did not indicate any hardware or software issues that would lead to a measurement discrepancy. The meter was disassembled for further investigation. No damage or contamination observed. The alleged issue could not be reproduced. No product issue was found. Meter with serial number (B)(6) was not returned.

Manufacturer narrative:
The product has been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from two accu-chek inform ii meters with serial numbers (B)(6). At 5:16 a.m., meter (B)(6) gave a result of 224 mg/dl. At 5:20 a.m., meter (B)(6) gave a result of 124 mg/dl. At 4:11 p.m., meter (B)(6) gave a result of >600 mg/dl. At 4:20 p.m., meter (B)(6) gave a result of 274 mg/dl.